Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) ranging from 538 to 594 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered and the customer changed the infusion set to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.